Manufacturer narrative:
This report is submitted on july 31, 2023.

Event description:
Per the surgeon, the patient experienced a migration of the electrode and an otitis infection (not device related). Scheduled for otitis media treatment and electrode removal, due to a defect in the bony wall of the external auditory canal. The device was explanted on (B)(6) 2023. Reconstruction of the ear canal and re-implantation is planned once the infection clears.